Manufacturer narrative:
Evaluation of the device shows the inner tip is missing and was not returned for evaluation. The cutting edge is dented and dull. A portion of the actuator lug is missing. The condition of the cutting edge would require excessive force be applied to cut. As reported device was purchased in 2002 and repaired the last time in 2006. Device is in need or refurbishment/maintenance and most likely did at the time of this event.(B)(4)

Event description:
The duckbill broke during the surgery and the surgeon had to open the knee to remove the broken piece (open on 4 cm); but the incident occurred at the end of the surgery.